Event description:
Legal communication was received alleging the customer was hospitalized due to a device malfunction. The document alleged the following: the customer experienced hypoglycemic events on (B)(6) 2013 caused by the insulin pump and the infusion set. The customer was using the insulin pump and infusion set in a reasonable a foreseeable manner, in efforts to control her diabetes. In the morning the customer experience a two minute full body seizure as a result of low blood glucose. Emergency services were called and the customer was taken to the hospital. On (B)(6) 2014, the customer was found nonresponsive on her bed appearing to suffer from a seizure. Emergency were called out and they controlled her low blood glucose sugars. The device is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.